Manufacturer narrative:
(Patient identifier): (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while the physician was advancing the spyscope ds into the bile duct, the working channel sleeve protruded from the end of the scope which remained attached to the spyscope ds, causing trauma to the bile duct wall. Reportedly, the physician was able to pass a spybite biopsy forceps down the working channel without issue and there were no reported issues with the accessory device. The procedure was still completed with this device. There was no treatment given to address the trauma to the bile duct.